Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/13/2020. H.6. Investigation: customer returned three (3) 31gx6mm, 0.5ml bd insulin syringes from an open polybag from lot 7325631. Consumer reported the needle hub separated and stayed inside of the shield. All three returned syringes were examined, and it was observed that all three syringes exhibited a needle-hub/shield assembly separated from its respective syringe barrel; no damage to the barrel tips was observed. A review of the device history record was completed for batch# 7325631. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [200729734, 200729735, 200729711, 200728818, 200729052] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the hub separated from the bd insulin syringe with the bd ultra-fine¿ needle during use and remained in the shield. The following information was provided by the initial reporter: "consumer left voicemail stating that the needle hub separated and stayed inside of the shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from the bd insulin syringe with the bd ultra-fine¿ needle during use and remained in the shield. The following information was provided by the initial reporter: "consumer left voicemail stating that the needle hub separated and stayed inside of the shield."